Event description:
It was reported that during atrial lead implant procedure, sensing and pacing of the atrium could not be performed. Electrogram (egm) was performed and diagnostic/troubleshooting was performed with pacing at 10 volts, and the red-black alligator clip cable replaced. The atrial lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.